Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing, an increase in impedance and high capture threshold were observed. Shocks were delivered due to t-wave oversensing. The lead was repositioned.